Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's other blood glucose value was 400 mg/dl, 420 mg/dl and 260 mg/dl. The customer was treated with manual injections. Customer declined to troubleshot for bent cannula and high blood glucose value. The insulin pump will not be returned for analysis.